Manufacturer narrative:
Additional information: b5 and h6 - health impact codes.

Event description:
Additional information was received confirming the issue was found during quarterly inspection. No patient involvement occurred while using the device.

Event description:
It was reported that the gasket on the working fluid reservoir plate deteriorated and won't seal. O-ring around water level sensor deteriorating and bleeds into working fluid. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI: UDI number is unknown, no information has been provided to date. One (1) device was received. Visual inspected noted as very old and outdated. None working gasket in the reservoir tank cover. The gaskets in the tank cover and on the float switch had broken down confirming the customer complaint. A root cause was due to wear and tear and old age. A manufacturing device history record (DHR) review was not performed because there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.